Event description:
It was reported that the patient received 6 inappropriate shocks. The pacing impedance was greater than 2500 ohms and oversensing also detected. Oversensing with manipulation/postural changes was able to be reproduced, and oversensing post-shocks during dft testing was noted. The lead was removed and replaced. No patient complications were reported as a result of this event.